Event description:
It was reported that during a laparoscopic roux en y procedure when the jaws were opened, the reload came out. The reload was retrieved. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.